Event description:
Arterial line insertion kit guide line wire removed from patient post attempt at insertion. Np inserting immediately noticed that guide wire was not intact when removed. Upon inspection, guidewire appeared to be fractured within the patient. Forearm x-ray confirmed retained guidewire. Upon review with ultrasound, retained wire not in vessel. FDA safety report ID# (B)(4).